Event description:
It was reported that while using a bipass suture punch during a procedure on (B)(6), 2012, the suture falls out of the slot when the surgeon starts to pull back on the instrument and the slot-lid (trap door) is not closing completely.

Manufacturer narrative:
The suture will not be captured 100% of the time. Evaluation confirms the trap door is crooked and hitting the side of the pocket the trap door fits in. In response to a trend of repairs involving this instrument, CAPA (B)(4) was initiated in (B)(6) 2011. As a part of this CAPA, the trap door opening in the top jaw was revised to accommodate the trap door better and without interference. Manufacturing history shows this lot was manufactured prior to CAPA (B)(4). Root cause was attributed to assembly error during the manufacturing process.